Manufacturer narrative:
The device was rec'd by depuy synthes power tools. Reliability engineering evaluated the devices, and it was determined that the console cable assemblies had a defect that allowed them to rotate within the connector housing, so the red dots that are used to align the motor to the console when connecting them were not lining up properly. While the connectors were still functional and a motor could be attached, it could create confusion and make it more difficult for the user to assemble. It was determined that the problem with the console cable assemblies was due to a supplier error, and we have initiated corrective action with the supplier in order to correct the issue and prevent a recurrence. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
A report was rec'd from (B)(6), stating that the device does not lock into the muffler completely. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.